Event description:
It was reported that the inflatable penile prosthesis (ipp) reached the end of its shelf life and the patient wanted a new device. The entire ipp system was removed and replaced with a new one. No patient complications in relation to this event. Product was explanted but not expected to be returned. Should additional information be received or product be returned, a supplemental report will be filed upon completion of product analysis.